Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that an abdominal computed tomography (CT) scan performed on (B)(6) 2017 indicated that the superior tip of the inferior vena cava (ivc) filter resided 35mm distal to the left renal vein and was tilted medially contacting the medial wall of the ivc. No definite fracture of the limbs and no confident penetration of the limbs noted. There was no determination of ivc thrombus or stenosis without benefit of contrast enhanced imaging.